Event description:
It was reported that an error stating "overheated fiber port" displayed. The fiber was replaced, and the procedure was completed successfully. There were no patient complications. The fiber was returned, and analysis identified a break between the control knob and connector.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was in two pieces. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified a break between the control knob and the connector. It is likely that procedural handling of the device during set-up or use like excessive manipulation/rough technique contributed to the fiber body break. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.